Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the tubing roller guides on the blood pump rotor of a 2008t hemodialysis (hd) machine cut the blood pump tubing during a patient¿s hemodialysis (hd) treatment. The biomed said there were 5,342 operating hours on the machine. Limited details were provided upon follow-up with the biomed. However, the biomed confirmed there was an event where the blood pump rotor cut the blood pump tubing which resulted in an unspecified amount of blood loss. The biomed could not provide any additional information beyond that. The biomed was not present when the leak occurred, and the bloodline was not connected to the machine when they performed the machine inspection. The biomed confirmed there was no serious patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The biomed explained that they were temporarily covering this clinic for someone else. When the biomed inspected the rotor, they said there was nothing physically wrong with it. However, they were certain that the blood leak was caused by the blood pump rotor. The biomed replaced the blood pump rotor and returned the machine to service. No sample was expected to be returned for evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3 plant investigation: the blood pump rotor was returned for manufacturer evaluation. There were no signs of physical damage noted on the returned rotor. However, a loose roller guide pin was found during the inspection. The rotor was installed onto a test machine for testing. There were no problems found during the initial power up. Dialysis mode functioned properly without failure. The self-test program was completed without failures. A simulated dialysis treatment was performed and completed without any failures. No damage or fluid leaks were observed in the bloodline tubing during the treatment test. The device performed as designed. Due to the loose roller guide pin, the reported event was able to be confirmed.

Event description:
A sample was returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the tubing roller guides on the blood pump rotor of a 2008t hemodialysis (hd) machine cut the blood pump tubing during a patient¿s hemodialysis (hd) treatment. The biomed said there were 5,342 operating hours on the machine. Limited details were provided upon follow-up with the biomed. However, the biomed confirmed there was an event where the blood pump rotor cut the blood pump tubing which resulted in an unspecified amount of blood loss. The biomed could not provide any additional information beyond that. The biomed was not present when the leak occurred, and the bloodline was not connected to the machine when they performed the machine inspection. The biomed confirmed there was no serious patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The biomed explained that they were temporarily covering this clinic for someone else. When the biomed inspected the rotor, they said there was nothing physically wrong with it. However, they were certain that the blood leak was caused by the blood pump rotor. The biomed replaced the blood pump rotor and returned the machine to service. No sample was expected to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem had occurred and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.